Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they got a message on their handset that said "internal device battery is low. Contact your clinician. Serial number: [sn number], dismiss". Patient wanted to know meaning of message, agent reviewed meaning and redirected patient to health care provider. Patient said they had not used the external equipment in a long time but said all of a sudden they wanted to check their implant because it didn't seem like it was working right (the implant) and that's when they saw the low implant battery message two days ago. When patient was asked event date for implant not working well and patient said "it seemed like it had been a while and they basically got so tired of not being able to empty their bladder." Patient said the symptoms started to not be helped about a year ago and now things had just gotten bad. Patient mentioned that they used to adjust their stimulation up and down but when they started to have a problem with their symptoms they saw their doctor but the doctor told them they needed to have to go through the manufacturer representative. The patient said the manufacturer representative switched the therapy channel and had it "at 1" and told the patient not to do anything with their settings and to just "leave it at 1" so the patient had not changed their settings since then. Patient said they have not seen their doctor for years. Patient was directed to the health care provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.